Event description:
Reporter alleged that a pt received a result of 300 mg/dl on the advantage system compared back to back within 10 minutes of a result of 12 mg/dl obtained on a lab system. Reporter stated, the pt was treated with insulin, initially, based on the 300 mg/dl result. Reporter stated that this treatment had to be reversed with d50 once the lab result came back. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips vials were discarded and so, no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for one of the possible suspect devices used.